Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that an x-ray of the patient's head did not show a fracture. The rep reported that the patient's managing healthcare provider (hcp) decided to schedule a removal and replacement, but no date was set yet. The rep reported that the patient was advised to leave the left ins system off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a fall and later felt a shocking sensation when turning the stimulation on. They fell on their left side and went to the emergency room (ER) to suture their scalp, directly below lead placement. The patient believed the ins turned itself off while in the hospital. They did a CT scan and put staples in, when the patient turned the stimulation back on they felt a shocking down their right side. The CT scan was negative and they did not diagnose a problem from the images. The patient had low impedances during a test today: c & 0 432 ohms c & 1 533 ohms c & 2 432 ohms c & 3 435 ohms 0 & 1 466 ohms 0 & 2 34 ohms 0 & 3 31 ohms 1 & 2 457 ohms 1 & 3 451 ohms 2 & 3 32 ohms therapy impedance: 533 ohms. The patient was directed to follow up with their healthcare provider regarding the shocking. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that an x-ray of the patient's head did not show a fracture. The rep reported that the patient's managing healthcare provider (hcp) decided to schedule a removal and replacement, but no date was set yet. The rep reported that the patient was advised to leave the left ins system off. No further patient complications have been reported as a result of this event.